Manufacturer narrative:
The device is distributed outside the us and no gudid information exists. The complaint was assessed as reportable due to allegation about the sling clip detachment. Process of gathering and analyzing information is ongoing to establish root cause. Additional information will be provided upon conclusion of the investigation.

Event description:
The customer reported that during use of the lift, the spreader bar actuator detached from the mounting point. According to the customer, this detachment caused the sling to disengage from one of the two spreader bar attachment points while the resident was still positioned on the bed and being lifted. No injury occurred.

Manufacturer narrative:
The root cause of the clip sling detachment has not yet been determined and further analysis is ongoing. The claimed scenario could not be reproduced during the simulations performed by the manufacturer. The various simulations performed did not identify any scenario in which an actuator detachment could potentially lead to a clip sling detachment. Additional information will be provided upon completion of the investigation.

Manufacturer narrative:
The actuator is attached to the spreader bar at two mounting points (top and bottom) using a pin secured at both ends with e-clips. Inspection of the lift conducted by an arjo technician revealed that the e-clip had fallen off and the actuator pin had detached. Based on the photographic evidence, the e-clip was deformed. It is necessary to compare the thickness measurement of the e-clip with the specification and to conduct further simulations to determine whether this may have had an impact on the actuator detachment. Additionally, analysis of previous complaints is ongoing to identify other factors that may contribute to clip detachment, as it is currently excluded that the actuator detachment contributed to the sling clip detachment. Additional information will be provided upon conclusion of the investigation.

Manufacturer narrative:
The investigation is ongoing. At this stage, the assessment of the e-clip (part of the actuator assembly) against design specifications, including dimensional verification, remains in progress. Therefore, it has not yet been determined whether a potential non-conformity of the e-clip may have contributed to its deformation and subsequent actuator pin detachment. Additional simulation activities have been performed by the manufacturer. Based on the results obtained to date, no scenario was identified in which actuator detachment could lead to sling clip detachment. The sling clip is designed to prevent inadvertent disengagement. It is secured to the spreader bar lug in such a way that disengagement is mechanically restricted in all directions. Movement in one direction is obstructed by the spreader bar, while movement in the opposite direction is prevented by the mushroom-shaped end of the lug. The clip cannot move downward as it remains suspended on the attachment point, and upward movement is restricted due to the applied load from the patient¿s weight. Under load, the clip is effectively locked in position due to the tensile forces acting on it. Removal of the clip under load would require the application of an external force from below to disengage it from the lug, allowing the pin to transition from the narrow slot into the wider opening. As no additional information has been provided regarding potential contributing factors (such as sling manipulation by the caregiver, patient movement or agitation, external impacts, or patient-specific conditions affecting sling positioning), the exact root cause of the sling clip detachment cannot be determined at this stage. Further updates will be provided upon completion of the ongoing investigation and technical assessments.